Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced persistent hyperglycemia while using the ilet, with blood glucose readings generally between 200 and 300 mg/dl and a reported peak of 312 mg/dl after an infusion set was previously deployed with the blue needle guard left in place; a full supply change was performed, but elevated glucose persisted without device alerts or alarms. Symptoms included hyperglycemia. Outcomes included the need for troubleshooting and user education. Investigation included customer interview and technical troubleshooting focused on infusion site function and potential set issues. Investigation of this case revealed that the prior incorrect infusion set deployment likely caused an earlier hyperglycemic event, while the ongoing hyperglycemia after a full supply change had an unclear cause, with potential contributors discussed such as a bent cannula or infusion into scar tissue; no device malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.